Event description:
It was reported that the patient heard unusual noises a few weeks ago and that the noise gradually became silent. Finally he heard sounds like 'wang wang wang' and then was able to hear nothing further at all. The patient reported that he has not been involved in an accident or head impact before hearing the unusual sounds. Testing confirmed that the device has malfunctioned. The external equipment was thoroughly checked and found to be working correctly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.